Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the k electrode on a cobas c 303 analytical unit. The sample initially resulted in a k value of 2.87 mmol/l. The customer repeated the sample since the initial value was critical. The sample was repeated, resulting in a k value of 4.29 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The k electrode lot number was aee40. The electrode expiration date was requested, but not provided. Calibration and controls were acceptable. Upon review of alarm trace data, a sample clot detection error was observed. This is an indicator of possible poor sample quality. The field service engineer noted that there was fluidic instability and ise noise contributing to the issue. The pinch valve tubing was deteriorated, the reagent/sample probe was misaligned or clogged, and the pump pressure was high. Insufficient washing was also noted. The pump pressure and main pressure were adjusted. Voltage levels were adjusted. The reaction cells were replaced. The probes were replaced and adjusted. The gear pump pressure, prime wash solution flow, and rinse levels were checked. The rinse levels were adjusted. The pinch valve tubing and ise nozzle were cleaned. Calibration, controls, and precision studies were performed; all passed. The investigation determined the service actions resolved the issue.